Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed hematoma post implant procedure. The patient presented in cath lab. Hematoma evacuation was done. The patient was stable throughout the procedure.